Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Customer support instructed the customer to remove the pump from its case and clean the pneumatic tap area, which helped the customer successfully load the cartridge and resume insulin therapy.